Event description:
It was reported, the customer was experiencing high blood glucose of 400 mg/dl. High usually occurred on the third day of the infusion set. Customer was advised to change set every two days. Customer's mother declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.